Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, air leaked during cuff expansion test. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. An inflation/deflation test was performed which 25 cc of air was applied to the cuff, and it was observed the cuff deflated in less than a minute. The sample was submerged into a container filled with water and it was observed the tube leaked through its distal end due presents a cut along the inflation canal, which would have been detected immediately in the manufacturing process since that defect is extremely obvious. The failure mode is not confirmed as related with the manufacturing process and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.